Event description:
The customer reported that the dissector inadvertently came into contact with another instrument in use during the procedure and a piece of the active waveguide disengaged. The piece fell into the pt cavity and was retrieved by the surgical team. Another dissector was installed onto the system and the procedure was successfully completed with no pt injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.